Event description:
It was reported that the customer had high blood glucose levels of 222 mg/dl. The customer reported that there was a leak on the reservoir of the insulin pump. It was reported that the leak was coming from a puncture on the silicone part of the reservoir of the insulin pump. The customer also reported a motor error alarm from the insulin pump that was cleared. No additional information was provided.

Manufacturer narrative:
Evaluated one opened/used reservoir and checked o-rings/stopper groove for anomalies none were found. Ran basal, bolus, and leaking test as follow: the reservoir was filled with diluent and connected to a new infusion set. Installed the reservoir and connector into an insulin pump. Conclusion: the reservoir did not leak.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).